Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and found conforming. This device is used for treatment. Primary operative notes confirm the patient underwent left total knee arthroplasty due to severe degenerative arthritis with subluxation of joint space. A revision stem was used for the tibia due to the softness of the bone and the deformity of the patient. The femur had three degrees external rotation and five degrees of valgus rotation for the ps knee. The poly was checked and had equal flexion and extension gaps. All the trialed components provided suitable range of motion and alignment. Final implants were all cemented into place. Patella tracking was checked and was found to be good and the articular plates had good alignment. The nexgen cr-flex and lps-flex fixed bearing knee package insert states that ¿loosening or fracture/damage of the prosthetic knee components or surrounding tissues¿ is a possible adverse effect. This is therefore a known inherent risk of the procedure. Based on the information provided, a definitive root caused cannot be determined.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-02067. This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient was revised due to tibial loosening.